Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore, a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with the connector not tightening down between the solution bag and cassette on the homechoice machine(hc). The technical service representative(tsr) assisted the home patient(hp) to check and make sure that she was using the heater line and not the drain. The tsr advised the hp to start over with new supplies. The hp was contacted on (B)(6) 2012. The hp stated that after starting over with new supplies no further issues were found. There was patient involvement; however, there was no injury or medical intervention reported.